Manufacturer narrative:
Two failures were reported. The first failure reported was that the venous probe lenses' coating was worn. The second failure reported was that the hls cable was providing ¿wandering¿ readings. Arterial pressure (p-art) and venous pressure (p-ven) values that were fluctuating at 10 mmhg approximately via a testing simulator. The venous probe failure was found prior to use, with no patient involvement. The hls cable failure was found during service. No harm to any person has been reported. The venous probe failure is not a reportable event as the venous probe does not influence flow of the device. Additionally, that the blood gas values must be regularly checked by the user via a blood gas analysis by a laboratory. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. A getinge technician was sent for investigation on 2026-05-21. The technician confirmed that there were no visible damage on the venous probe cable, the hls cable, sensor panel nor the sensor panel ports. The technician tested the hls cable by attaching it directly to the cardiohelp device and the fluctuating pressures were not observed. The venous probe and hls cable were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Regarding the failure "venous probe worn lenses" failure: according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure; fail of device by mechanical force e.g.- wear / loosening of components. A complaint historical search of the affected cardiohelp was performed. In a previous complaint, a seven lensed venous probe linked to this cardiohelp device was already replaced. Therefore, the customer has swapped venous probe between cardiohelp devices. Venous probes cannot be interchanged between cardiohelp devices. In order to prevent re-occurrence of the failure, the technician was informed to advise the customer not to swap the venous probes. Regarding the failure "pressure reading issue - hls cable": according to the technician, no damage was observed on the hls cable. A similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02. The error could be reproduced as described and the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which originated from external force. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The venous probe sensor analyzes blood gas values by emitting lights in different frequencies. The coating present on the lenses was used to smooth the angle density distribution of the illuminating leds. The film consisted of several layers of holographic patterns. According to the venous probe sensor manufacturer, datamed, the coating is only present on the 7 lenses venous probe. Since march 2019, a new version of the venous probe is currently available. The new version of the venous probe has 4 lenses and has no coating. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. For both failures, "venous probe worn lenses" and "pressure reading issue - hls cable": the review of the non-conformities has been performed on 2026-05-27 for the period of 2017-08-02 to 2026-05-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-02. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous probe worn lenses" and "pressure reading issue - hls cable" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Two failures were reported. The first failure reported was that the venous probe lenses' coating was worn. The second failure reported was that the hls cable was providing ¿wandering¿ readings. Arterial pressure (p-art) and venous pressure (p-ven) were reading values that were fluctuating at 10 mmhg approximately via a testing simulator. The venous probe failure was found prior to use, with no patient involvement. The hls cable failure was found during service. No harm to any person has been reported. The venous probe failure is not a reportable event as the venous probe does not influence flow of the device. Additionally, that the blood gas values must be regularly checked by the user via a blood gas analysis by a laboratory. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint ID (B)(4).